Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. Service & repair (s&r) could not duplicate slippage. However, unrelated to the complaint issue, the swivel sleeve is difficult to move and shows wear on the teeth. Also, the washers and retaining rings are worn, and the unit shows no service history. Additionally, the unit was sent to quality engineering for further investigation, and the findings of the service & repair report were confirmed. By the completion of service, the swivel sleeve, washers, retaining rings and label will be replaced along with general maintenance and cleaning. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield swivel adaptor ((B)(6)) slipped on a patient during an unspecified case. Additional information has been requested.